Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, this event occurred during an unspecified cycle. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, the patient noted open clamps on unused supply lines. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.